Event description:
At the implant procedure on (B)(6) 2025, during neck dissection, two vessels were inadvertently nicked, resulting in bleeding. The surgeon identified the sources and achieved hemostasis with ligation. Surgeon attempted to proceed with the procedure but was unable to locate the hypoglossal nerve due to a suspected neck tumor associated with inflammation. The surgeon elected to abort the remainder of the implant procedure. No inspire components were implanted.